Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (can comm timeouts) has been confirmed. Upon evaluation, the trunk cable was found to be intermittent. The root cause for the intermittent connection cannot be positively identified but was likely the result of physical damage. No adverse event resulted from the defective cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he received a service code 204. The patient's download revealed several can comm time-outs. The patient was issued a replacement electrode belt.